Manufacturer narrative:
Only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken flexible cannula is confirmed; however the cause is unknown. Seven sealed navarre percutaneous biliary drainage catheter kits were returned for evaluation. An initial visual observation showed the clear plastic flexible cannula in sample 1 was broken in multiple locations, and multiple kinks were observed in the pieces of the flexible cannula. The samples were removed from their packaging and no damage was observed on sample 2, sample 3, sample 4, sample 5, sample 6, and sample 7. The largest piece of the flexible cannula from sample 1 was purposefully bent and was observed to bend gradually and then suddenly snap and break. Sample 2 through sample 7 were also purposefully broken and all of the samples were observed to snap and break when they were bent. A microscopic observation revealed the fracture surfaces of the flexible cannula were uneven and granular in texture. Cracks were observed near all of the fracture sites and kinks. Some microscopic stress fractures were also observed in the material of the flexible cannula. The shattering of the cannula observed when it was purposefully broken is evidence of embrittlement of the flexible cannula material; however the cause of this embrittlement is unknown. The samples were forwarded to the manufacturing facility for further review. A lot history review (lhr) of gfav3665 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic fixator of the device broke easily. Device was not used on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfav3665 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic fixator of the device broke easily. Device was not used on a patient.